Event description:
All the impedances were normal during the test period. At the end of the implant procedure the impedances were "superior to the normal range" for electronics 0-3 so they could not be used. The patient was not getting pain relief. Lead replacement was planned for (B) (6) 2010.

Manufacturer narrative:
(B) (4).